Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation, and the reported condition was confirmed in the event history but not duplicated. This complaint is an ancillary of (B)(4). The cause of the event was determined to be a faulty air in line printed circuit board. To correct the condition, the air in line printed circuit board was replaced. A 510k number will not be provided, as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same as or is similar to a product distributed within the u.s. If any additional information is received, a follow-up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced 12 occurrences of an air detected set alarm, which interrupted delivery. These alarms may have been false alarms. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.48.90. No additional information is available.